Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to a failure of the internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board was replaced to address the issue.